Event description:
A customer reported a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete information on how to reset the pump and guided the caller through the pump reset process. After the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.